Event description:
The patient contacted animas on (B)(6) 2012 stating the backlight and the up arrow keypad buttons had delayed responsiveness for about three months. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following evaluation revealed that the keypad rubber was intact. The up, down and ok buttons were intermittently unresponsive and the contrast button was unresponsive. Evaluation revealed contamination was found under the button contacts.